Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the reason for call was caller stated the patient was recently implanted with a new spinal cord stimulator for pain on (B)(6) 2025. Caller stated the patient was having issues with their battery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).